Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Got information from distributor saying that there is a leakage in neoflon pro IV cannula 24 gauge.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd neoflon pro 24ga 0.7mm od 19mm l india leaked got information from distributor saying that there is a leakage in neoflon pro IV cannula 24 gauge.